Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On oct. 12, 2021, olympus medical systems corp. (Omsc) received the literature titled "reusable versus single-use cystoscopes for removal of dj stent: a prospective randomized comparison and cost analysis". This study was conducted on 65 cases from march 2018 to february 2019 for removal of the double-j stent (dj). In the literature, it was reported that there were two cases of urinary tract infection after 7 days of the procedure. The reusable cystoscope (cyf-vh) was used for the procedure. Based on the available information, reported urinary tract infection was not reported in a direct relationship with the olympus products. However, omsc assumes that the urinary tract infection might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the urinary tract infection might be caused or contributed to a death or serious injury. Therefore, omsc assumes that the urinary tract infection was an adverse event to submit. Based on the available information, specific information on the subject device and the patient were not provided. There is no description of the device's malfunction. Omsc will submit two medical device reports (MDR) of the subject device for the urinary tract infection. This is the first one of two reports.